Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 293 mg/dl to 451 mg/dl and it was addressed by delivering a bolus. It was unknown what the cause of the elevated bg was. For the elevated bg levels in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level. A system check on 05/23/2016 with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected.